Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the middle button of the insulin pump was unresponsive. The customer's blood glucose level was 185 mg/dl at the time of the incident. The customer stated that the numbers were not ramping on their own and the scroll bar was not moving with no input. The customer stated that the insulin pump was neither dropped nor exposed to moisture. The customer stated that an alarm was not in progress at the time the button was unresponsive. The customer stated that the button was not unresponsive during an easy bolus attempt. The customer stated that pressing the menu button takes them to the menu screen. The customer stated that using the up arrow allowed them to navigate screens. The customer stated that using the down arrow allowed them to navigate screens. The menu button needed to pressed hard to work. And the issue was happening every day. The customer stated that the buttons were responding now. The customer stated that every time they needed to click ok that is where they were having problems with the menu button. The device will be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection.